Event description:
It was reported that the buttons are sticking. It was reported that the pump is not exposed to water and the keypad is intact.

Manufacturer narrative:
The pump was returned to animas for evaluation. All keypad button presses did not activate desired pump functions during testing. During investigation, all key contacts were observed to be misaligned. There was evidence of keypad adhesive found under all key contacts.